Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was received assembled with a two-piece connector and a statlock catheter stabilization device was attached to the suture wings. Usage residues were observed throughout the sample. A partially circumferential split was observed in the catheter shaft near the end of the connector. A second superficial split was observed just distal of the connector. Microscopic inspection of the splits revealed coarsely granular fracture surfaces. Multiple additional superficial scoring marks and circumferentially opposite surface abrasions were observed in the vicinity of the splits. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The split features, surface abrasions/scoring marks and tensile weakness were consistent with damage caused by catheter manipulation using a traumatic instrument such as forceps or hemostats. The location of the damage and the short time period between catheter placement and leak observation suggested that the technique used to place and assemble the catheter may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, leakage occurred from the catheter. It was further reported that a pin hole was found on the catheter. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on october 24, 2022. On (B)(6) 2022, leakage occurred from the catheter. It was further reported that a pin hole was found on the catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.